Event description:
Death within 30 days of on-study. Pt died due to progressive disease.

Event description:
Pt received the pleurx cath in 5/2003. Pt drained effusion daily. The pt failed study as they continued to drain around 200cc qd at 2 weeks. Pt continued to drain daily and in 6/2003 the pt was admitted for increased abd pain, increased nausea/vomiting, difficulty breathing and weakness. MRI revealed tiny cerebral metastasis. The pt was started on mso4 drip, kept comfortable and gradually became less responsive. The pt died peacefully in 2003.